Event description:
It was reported that three batteries exhibited critical battery alarms with a ventricular assist device (vad) stop, and three more batteries exhibited a power consumption issue. The patient said there were a lot of alarms that occurred but did not see anything on the screen of the controller. The batteries were on the charger and four green lights was illuminating, but after using for approximately ten minutes there were only three or two green lights. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #:1650 /expiration date: 31-jul-2023/ serial or lot#:(B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:12-jul -2022 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650/ catalog #:1650 / expiration date: 31-jul-2023/ serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-jul -2022 h5: no d1: heartware ventricular assist system ¿battery d4: model #:1650 / catalog #:1650 / expiration date: 31-jul-2023/ serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-jul -2022 h5: no d1: heartware ventricular assist system ¿battery d4: model #:1650/ catalog #:1650 / expiration date:31-jul-2023/ serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-jul -2022 h5: no d1: heartware ventricular assist system ¿battery d4: model #:1650/ catalog #:1650/ expiration date: 31-jul-2023/ serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-jul -2022 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Six (6) batteries ((B)(6)) were not returned for evaluation. Log file anal ysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several momentary disconnections involving (B)(6) . Momentary disconnections will result in an audible tone or "beep" with no message displayed on the controller. Review of the controller log files did not reveal any critical battery alarms or vad stops within the analyzed period. Additionally, review of the data log file revealed that the batteries discharged as expected when in use. As a result, the reported critical battery alarm, vad stop, and power consumption events could not be confirmed. The observed momentary disconnections may correspond with the reported "alarms"; as a result, the reported "alarms" event was confirmed. The associated batteries had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to the fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, the batteries fall in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.